Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, stent damage occurred. A 4.00 x 24mm promus element plus stent delivery system was selected to treat the lesion. During preparation, the physician noticed that the struts of the proximal portion of the stent was deformed or damaged. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were flared and struts on the most proximal row were misaligned. The balloon appeared to have been subjected to a minor positive pressure causing the stent to slightly flare at the proximal end. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, stent damage occurred. A 4.00 x 24mm promus element¿ plus stent delivery system was selected to treat the lesion. During preparation, the physician noticed that the struts of the proximal portion of the stent was deformed or damaged. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.